Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/2/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box and alarm history show multiple unexplained reboots occurred between (B)(4) 2015 and the end of pump use on (B)(4) 2015. On (B)(4) 2015 a call service 088 alarm was observed in the history but could not be duplicated during investigation. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The battery compartment was observed to be cracked however the test battery cap was able to secure to the pump. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no power interruptions. The pump casing was removed and there was evidence of moisture found on multiple internal components. The complaint of a power issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored.